Event description:
It was reported that the device screen was non-compliant. There was unknown patient involvement. Evaluation of the returned device found a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
B3: event date unknown. E1: address line 2 (B)(6). One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause of the reported issue was determined to be a scratched lens. The lens was replaced as well as the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.